Event description:
Boston scientific received information that during the recent implant of this device it was noted that the leads were reversed in the header. After defibrillation testing it was noted that the conversion numbers were too high. The pocket was reopened and it was noted that the lead pins were reversed in the header.

Manufacturer narrative:
The patient's pocket was reopened and the lead pins were reversed. The device and lead remain implanted to date.